Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. (B)(4).

Event description:
It was reported that reporter was not able to adjust stimulation. It was noted that the display showed a call your doctor icon with an out-of-regulation (oor) condition. It was noted that the patient saw the oor on the newer implant. It was noted that the patient saw the oor with the programmer over the last three weeks three times. It was noted that at the appointment today with the manufacturer representative, they were not seeing the oor. It was noted that electrode impedances were all fine. It was noted that the patient had not seen the message in the past and the programming had not changed. It was noted that this occurred when turned the implant on. It was noted that the patient had 3 active programs on the most active group. It was noted that each program had 4 to 5 active electrode and one program was at 7.5 volts. It was noted that no group impedance was take. It was noted that the patient felt stimulation fine and in the correct location. Additional information received reported that no malfunctions were seen and the cause of the issue was not determined. It was noted that the manufacturer representative did an impedance check and everything was normal. It was noted that the patient was doing fine when the patient left the programming appointment and the manufacturer representative had not heard anything since.